Manufacturer narrative:
The fsr found that the testing of the level sensors passed on the thick sides of the test fixture but not the thin side. A different module was tried but the issue remained. It was determined that both level sensors were the problem. The fsr replaced both the level sensors, and the issue was resolved. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the central control monitor (ccm) displayed a 'check level' alert message for both level sensors on the thin side of the test fixture. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.